Event description:
When the thorascopic camera port was removed, staff observed that the laparoscopic trocar shattered. Surgeon was able to retrieve 2 broken pieces of the port from the thoracic cavity; unable to find 3rd piece (approx 5mm x 1cm). Left hemithorax was thoroughly inspected and piece not found. Chest x-ray negative. Piece not radio-opaque. Piece not located after search in operating room. Surgeon explained if piece retained, no harm to patient. Original intended procedure: flexible bronchoscopy, endobronchial ultrasound, transbronchial needle aspiration, mediastinoscopy, video assisted thorascopy, left lower lobe lobectomy, lymph node dissection, intercostal nerve block for lung ca.

Manufacturer narrative:
All units tested were in original, single unit, unopened packages. Each cannula tube assembly was secured into a text fixture, at 30 degrees relative to vertical, and force was applied at a rate of 12 in/min to three locations along the cannula tube; proximal, center and distal using a chartillon pcm 2001 and bg100rt load cell. No units shattered under the dynamic load applied, at either the proximal, center or distal locations evaluated. Detailed test data is on file at patton surgical corporation.